Manufacturer narrative:
A patient underwent implantation of a single smart flex vascular stent (7 mm × 40 mm) for treatment of a peripheral arterial lesion. The procedure was completed without complications, with successful deployment and expansion of the stent, and no immediate adverse events reported. At approximately 97 months post-procedure, during routine follow-up assessment with imaging (duplex ultrasound), a device-related finding of in-stent restenosis was identified. No associated acute clinical symptoms, adverse events, or hospitalizations were documented at that time. Additionally, there is no record of any corrective intervention or revascularization procedure performed in response to this finding. The event was recorded as a device deficiency (stent re-stenosis) and occurred during long-term follow-up. There were no reported sequelae such as thrombosis, embolization, fracture, or migration, and no evidence of device malfunction beyond restenosis. The study follow-up was otherwise completed, and the patient remained clinically stable based on available documentation. The device was not returned for evaluation. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The ¿vascular stent restenosis¿ identified approximately 97 months post-implantation represents a known, multifactorial long-term outcome associated with peripheral arterial stenting. The index procedure was technically successful, with appropriate device deployment, full expansion, and no immediate procedural complications or device deficiencies reported. No adverse events, reinterventions, or clinically significant findings were documented during the interim follow-up period. The restenosis was detected during routine imaging without associated clinical symptoms, hospitalization, or requirement for corrective treatment. There were no reported device-related mechanical issues, including fracture, migration, embolization, or thrombosis. Given the absence of device malfunction and the late presentation of restenosis, this finding is consistent with the expected natural history of peripheral arterial disease, including progressive neointimal hyperplasia and vascular remodeling. Based on the available information, this event is most consistent with disease progression. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
A patient underwent implantation of a single smart flex vascular stent (7 mm × 40 mm) for treatment of a peripheral arterial lesion. The procedure was completed without complications, with successful deployment and expansion of the stent, and no immediate adverse events reported. At approximately 97 months post-procedure, during routine follow-up assessment with imaging (duplex ultrasound), a device-related finding of in-stent restenosis was identified. No associated acute clinical symptoms, adverse events, or hospitalizations were documented at that time. Additionally, there is no record of any corrective intervention or revascularization procedure performed in response to this finding. The event was recorded as a device deficiency (stent re-stenosis) and occurred during long-term follow-up. There were no reported sequelae such as thrombosis, embolization, fracture, or migration, and no evidence of device malfunction beyond restenosis. The study follow-up was otherwise completed, and the patient remained clinically stable based on available documentation. The device was not returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.